Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with high ketones. Reportedly, customer's healthcare provider identified the ketone level as dangerous/life threatening. Bg was addressed with a manual injection. Reportedly, customer reverted to an alternate pump for insulin therapy.